Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one spacemaker trocar. A cut was observed to penetrate the balloon. The balloon was unable to be inflated due to the observed cut. Replication of the observed cut may occur as a result of either an inflated or deflated balloon making contact with a sharp object during use. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, the trocar balloon burst without being touched. Another device was used without further consequences.